Manufacturer narrative:
Returned device was received with damaged rear case. During the evaluation of the device the customer stated problem was verified. The device was found to have an alarming error code 104 during syringe sensor testing and it indicates a problem with downstream occlusion issue or any associate components related to motor. The device was opened and found that the shroud assembly was defective due to bend and the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump displayed a block detected alarm. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.